Event description:
It was reported that during an explant procedure due to infection, an insulation anomaly was noted on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 52.4 cm to 53.5 cm from the connector pin, due to friction with another device. The outer coil was exposed in the same area.